Event description:
Customer reported receiving low readings, but having symptoms of hyperglyemia. Customer's fiance took him to the hospital where his glucose levels were tested and found to be high. Customer was treated with insulin and sent home. The same thing happened the very next day. The freestyle results obtained by the customer were not consistent with this symptoms, nor the treatment that was provided.